Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac module needs replacement under (B)(4). There was no patient involvement.